Manufacturer narrative:
(B)(4).

Event description:
A consumer implanted for failed back surgery syndrome and spinal pain reported via the manufacturer¿s representative (rep) that since getting a different implantable neurostimulator (ins) the battery had been more difficult to charge, they were unable to get good coupling, and the ins wasn¿t holding a charge. Even if the ins was turned off it would deplete after a couple of days. The rep. Met with the consumer and wanted to analyze the recharger statistics because they had to work hard to get coupling. The ins was showing discharged, with the consumer stating it had been like this since (B)(6). When asked if there were any pocket issues it was reported that when the consumer got their new battery they went from a larger ins to a smaller ins, but it did feel secure in the pocket, however, the superior edge was more palpable. The rep. Was going to try using the antenna locate feature, adhesive discs, and a different recharger to see if this resolved the issue. No patient symptoms were reported. No interventions or outcome were reported related to this event. Additional information has been requested. If additional information is received a follow-up report will be sent.